Event description:
A purchasing manager reported a pt who presented with toxic anterior segment syndrome (tass) on the first day after intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the other adverse reactions have been reported so far for this lot. Investigation of batch records compounding and filling: no remarks related to the mfg process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within spec. Our lab has retested a retain sample of this batch: all results are conform to the specs for the tested parameters (ph, osmolality, viscosity, lal). No complaints sample available. Analysis results within spec. Add'l info has been requested. (B)(4).